Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had a hemorrhage during stage 1 implant. The bleed was controlled and the dbs implant was aborted. The hcp noted the patient's CT scan was good and they would re-try the procedure next week. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the bleeding was controlled the day of the hemorrhage.